Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports saturday has been having trouble with what his pump; has never had four days in a row with over 300 bg day in and day out in over 25 years. Patient's bg at time of incident: 323 mg/dl. Patient's current bg: 266 mg/dl. Customer treated for high bgs. Found: injections and through the pump. Manual prime/fill tubing with current set: customer reports insulin exited at the qr. Found: no leaks. Saturday woke up at 3:00 am tested at 327. Took a shot on sunday at 3 am while wearing the pump and woke up later at 49. And later that sunday bg went back up. Customer declined to troubleshoot the low blood glucose event on (B)(6) 2017. Customer states he knows what he did. Insulin pump will not be returned for analysis.